Event description:
It was reported that during stenting treatment procedure stent damage occurred. The 75% stenosed lesion being treated was located in the moderately calcified, mildly tortuous right coronary artery. The physician advanced the 38mm x 3.50mm ion stent delivery system (sds), however the sds was unable to cross the lesion. The sds was successfully removed and it was noted that the stent struts were protruding. There was a procedure delay of ten minutes while the physician switched devices. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).